Manufacturer narrative:
: Event problem codes, corrected data: follow-up report #1 inadvertently left out coding for the contamination with body fluids confirmed on the outer tubing of the lead during product analysis.

Event description:
Both the explanted lead and generator were received by the manufacturer for product analysis. There were no performance or any other type of adverse conditions found with the pulse generator, and an open can measurement of the battery voltage confirmed that the battery was ¿depleted¿. A significant portion of the lead (including the electrode array) was not returned for analysis, and therefore an evaluation and resulting commentary cannot be made on that portion of the lead. During the visual analysis of the returned portions of the lead, abraded openings were observed on the outer silicone tubing. The abraded openings found on the outer silicone tubing and the cut ends that were made during the explanted process provided leakage paths for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. With the exception of the observed abraded openings, no other anomalies were identified on the returned portions of the lead. No other relevant information has been received to date.

Event description:
An implant card was received indicating that there was broken insulation on the lead. Further follow up confirmed that the surgeon observed significant cracking to the casing of the lead during a surgery for a generator replacement case for battery depletion. The surgeon proceeded with a full revision (replacement of the lead and generator), and the compromised lead was not tested for an impedance reading. It was noted that the lead impedance was not tested since the surgeon planned to upgrade the patient from a dual pin system to a single pin system. Therefore, the surgeon did not want to risk wasting a dual pin generator to perform diagnostics on the lead to possibly find out if there was high impedance. The explanted product has not been received to date, and no other relevant information has been received to date.